Event description:
The event was reported via the sterling study, a (B)(6) male patient with a history of class 2 obesity (bmi 35 kg/m2) underwent coil embolization of a ruptured left anterior communicating artery (acom) aneurysm with hunt & hess grade 1 on (B)(6) 2021. The dimensions of the aneurysm were as follows: aneurysm height 5.9mm, dome 3.5mm, maximum aneurysm diameter 5mm, neck size 2.4mm, and dome-to-neck ratio of 1.5mm. The parent vessel diameter was 1.9mm. Coil embolization was performed with six cerenovus spectra coils: a 5 mm x 15 cm galaxy g3 (gly120515 / 30513182), a 3 mm x 8 cm galaxy g3 xsft (glx120308 / l14664), a 3 mm x 6 cm galaxy g3 xsft (glx120306 / 30490139), a 2 mm x 6 cm galaxy g3 mini (glm920060 / 30392250), a 1.5 mm x 2 cm galaxy g3 mini (glm915020 / l14683), and a 2 mm x 4 cm (glm920040 / 30379814) via an sl-10® microcatheter (stryker). Microcatheter kickback (loss of access to aneurysm) was experienced three times during the procedure. Heparin was administered intraoperatively. In the opinion of the investigator, treatment of the target aneurysm was considered complete, and the study coils were successfully implanted at the target site with 69% angiosuite packing density. Immediate post-procedure modified raymond-roy classification score was class ii: residual neck = persistence of any portion of the original defect of the arterial wall but without opacification of the aneurysmal sac. There were no reported study device deficiencies or intraoperative complications. The patient was discharged home with self-care on (B)(6) 2021. On (B)(6) 2022, he underwent aneurysm retreatment due to residual neck. Coils (unspecified) and a 3mm x 21mm atlas stent (stryker) were implanted with final modified raymond-roy classification score of class I: complete obliteration. On the following day, the patient developed transient speech impairment. Head computed tomography (CT) scan was obtained and no acute findings were noted. Symptoms resolved later that day. Per the principal investigator (pi), the event was moderate in severity and not related to the study device. The event was not considered serious. The patient was discharged to a rehabilitation center on (B)(6) 2022. The complaint coils remain implanted in the patient and are thus not available for evaluation. On (B)(6) 2022, additional information was provided. The information indicated that the aneurysm was found to have filling of the neck and body at follow-up angiography. Recanalization was diagnosed at 60% aneurysm occlusion. The coils remained in the aneurysm sac. There was evidence of coil compaction. The patient did not experience any clinical symptoms as a result of the aneurysm recanalization.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Procode is krd/hcg. [Conclusion]: the event was reported via the sterling study, a (B)(6) male patient with a history of class 2 obesity (bmi 35 kg/m2) underwent coil embolization of a ruptured left anterior communicating artery (acom) aneurysm with hunt & hess grade 1 on (B)(6) 2021. The dimensions of the aneurysm were as follows: aneurysm height 5.9mm, dome 3.5mm, maximum aneurysm diameter 5mm, neck size 2.4mm, and dome-to-neck ratio of 1.5mm. The parent vessel diameter was 1.9mm. Coil embolization was performed with six cerenovus spectra coils: a 5 mm x 15 cm galaxy g3 (gly120515 / 30513182), a 3 mm x 8 cm galaxy g3 xsft (glx120308 / l14664), a 3 mm x 6 cm galaxy g3 xsft (glx120306 / 30490139), a 2 mm x 6 cm galaxy g3 mini (glm920060 / 30392250), a 1.5 mm x 2 cm galaxy g3 mini (glm915020 / l14683), and a 2 mm x 4 cm (glm920040 / 30379814) via an sl-10® microcatheter (stryker). Microcatheter kickback (loss of access to aneurysm) was experienced three times during the procedure. Heparin was administered intraoperatively. In the opinion of the investigator, treatment of the target aneurysm was considered complete, and the study coils were successfully implanted at the target site with 69% angiosuite packing density. Immediate post-procedure modified raymond-roy classification score was class ii: residual neck = persistence of any portion of the original defect of the arterial wall but without opacification of the aneurysmal sac. There were no reported study device deficiencies or intraoperative complications. The patient was discharged home with self-care on (B)(6) 2021. On (B)(6) 2022, he underwent aneurysm retreatment due to residual neck. Coils (unspecified) and a 3mm x 21mm atlas stent (stryker) were implanted with final modified raymond-roy classification score of class I: complete obliteration. On the following day, the patient developed transient speech impairment. Head computed tomography (CT) scan was obtained and no acute findings were noted. Symptoms resolved later that day. Per the principal investigator (pi), the event was moderate in severity and not related to the study device. The event was not considered serious. The patient was discharged to a rehabilitation center on 25-mar-2022. The complaint coils remain implanted in the patient and are thus not available for evaluation. On (B)(6) 2022, additional information was provided. The information indicated that the aneurysm was found to have filling of the neck and body at follow-up angiography. Recanalization was diagnosed at 60% aneurysm occlusion. The coils remained in the aneurysm sac. There was evidence of coil compaction. The patient did not experience any clinical symptoms as a result of the aneurysm recanalization. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (30490139) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. Coil compaction is the decrease in interspaces between the loops of the coils, which leads to smaller coil mesh. It occurs over time after coil placement. Return of blood flow into the aneurysm due to coil compaction may increase the risk for aneurysm rupture and possibly require additional intervention. The reported coil compaction and aneurysm recanalization necessitated endovascular retreatment to preclude permanent damage or injury. Furthermore, the relationship of the study coils to the reported event cannot be excluded (i.e., coil compaction). Thus, the event is considered serious and MDR reportable for all implanted cerenovus coils. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 6 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00240, 3008114965-2022-00241, 3008114965-2022-00243, 3008114965-2022-00244, and 3008114965-2022-00245. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.